Event description:
It was reported the pt underwent surgical intervention due to discomfort at ipg site from weight loss. During the procedure, the doctor elected to explant and replace the ipg. The replacement device was implanted at a new ipg site. Relocating the ipg site resolved the pt's issue.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.